Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds of a right ventricular (rv) lead were recorded as high intermittently. The patient is pacemaker dependent. It was reported that the physician was concerned about the lead's stability. The rv lead was reprogrammed and inactivated. The rv lead remains in the patient. A leadless pacing system was implanted. The patient is reported to be in permanent atrial fibrillation. No further patient complications have been reported as a result of this event.